Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 23-25 mm in diameter and 15 mm in length. The left common iliac artery was 12-13-11 mm in diameter and the right common iliac artery was 10-16-10 mm in diameter. It was reported that during the index procedure, on the final angiogram run, at proximal type I endoleak was observed. After repeated ballooning of the proximal edge of the main body four times, the endoleak could not be resolved. The physician decided to implant another manufacturer¿s stent to repair the endoleak. The stent was placed perfectly and without issue. After placement another completion angiogram showed the endoleak was resolved, and the case was completed. The cause of the endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.